Manufacturer narrative:
Due diligence was executed for this event. Patient¿s height is 162.56 cms. The device has been returned and a product investigation completed. User¿s complaint was not confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. Additionally, the device was tested with a piece of meat and was able to observed energy from the distal end while activating both switches. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Product investigation conclusion was unable to determine the cause of the user¿s experience as the device performs as designed.

Event description:
As reported for this event, at the beginning of the therapeutic laparoscopic bilateral salpingectomy, hysteroscopy, and ablation procedure, there was an unsupported connection error code followed by alarm and the device would not work. The procedure was started with a new device after a 40 minute delay. Anesthesia had to be re-administered to the patient. No adverse impact to the patient was reported. No pieces broke off the device. There was no visual damage to the device. The device was inspected prior to use and no abnormalities were noted. The cables and cords were not bundled.